Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer stated that the pump did not beep and the screen was off. Customer could not troubleshoot the pump for a blank display or off no power alarm. Customer will call back to troubleshoot later after work. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.